Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the displacement, rewind, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a broken reservoir tube lip, a cracked case near the display window corners, a cracked display window, a cracked end cap, and minor scratches on the display window. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed and insulin is squirting out. Customer stated the insulin pump alarmed compromised force sensor system during priming. Customer stated she tried to prime and insulin came out in a steady stream then alarmed. Customer's blood glucose was 130mg/dl. Customer stated they are unable to exit the preparing to prime loop. The drive support cap was sticking out, customer stated. Advised to discontinue the use of the insulin pump and revert to back up plan.